Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is confirmed and the assignable cause is use error - the patient left the clamp closed on one of the used lines causing air bubbles in the line resulting in a se 2240 alarm. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During assistance with a system error (se) 2240 that occurred on the homechoice (hc) during use, during fill 7 of 9; the home patient (hp) revealed that all bags were empty. The technical service representative (tsr) explained the alarm, and assisted with trouble shooting. The hp finished therapy by using manual supplies. During a follow-up with the home patient (hp) regarding the reported problem, the hp stated they did continue therapy using manual supplies, and things went fine. The hp stated they found what caused the alarm, when they were disconnecting. The hp stated that they found one of the clamps were closed causing air bubbles. They stated they did contact their nurse regarding the problem, and everything was okay. The hp stated they double check the setups and have been continuing therapy without further problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.